Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, b5, d9, g3, g6, h1, h2, h3, h6, and h11. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during a transcatheter aortic valve intervention (tavi), a 5f 125cm 6 side-hole infiniti pigtail diagnostic catheter was placed via the femoral artery. A thrombosis occurred within the device despite heparin therapy. The device was removed, and an unknown device was used as a replacement. After removal, the presence of thrombosis was confirmed within the device. Additional information was requested but was not provided. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, during a transcatheter aortic valve intervention (tavi), a 5f 125cm 6 side-hole infiniti pigtail diagnostic catheter was placed via the femoral artery. A thrombosis occurred within the device despite heparin therapy. The device was removed, and an unknown device was used as a replacement. After removal, the presence of thrombosis was confirmed within the device. Additional information was requested but was not provided. A non-sterile unit was received for analysis. During the visual inspections, there were no anomalies or defects observed in the ¿5 f inf 0.038¿ 125cm 6sh pig pigtail" diagnostic catheter. During functional analysis, a simulated insertion/withdrawal test was performed on the returned device using an applicable guidewire lab sample. The guidewire was successfully inserted and advanced through the device without encountering any resistance during functional testing. The guidewire was able to be advanced through the device. The reported event of ¿thrombosis in device¿ was not confirmed through analysis of the returned device as a lab sample guidewire was able to be successfully inserted into the catheter without any resistance. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is not possible to determine what factors may have contributed to the reported thrombosis formation within the catheter as the clot was no longer present and there were no possible product-contributing factors noted. However, it is possible that patient factors (such as hypercoagulability) and/or procedural/handling factors are likely. Thrombus developing inside an angiographic catheter during a procedure typically occurs when blood flow slows or becomes stagnant within the catheter. This is usually prevented by continuously flushing the catheter with heparinized saline. As cautioned in the instructions for use (IFU), which is not intended as a mitigation, ¿before use, flush all devices entering a blood vessel with sterile heparinized saline or a similar isotonic solution. Keep the catheter filled with either flushing solution or contrast medium while the catheter is in the vascular system and consider the use of systemic heparinization. Forcibly aspirate and flush the catheter with heparinized saline solution at least once every two minutes.¿ neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during a transcatheter aortic valve intervention (tavi), a 5f 125cm 6 side-hole infiniti pigtail diagnostic catheter was placed via the femoral artery. A thrombosis occurred within the device despite heparin therapy. The device was removed, and an unknown device was used as a replacement. After removal, the presence of thrombosis was confirmed within the device. The device will be returned for evaluation.